Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument sparked at the tip during use. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer reported the synchroseal instrument was sparking a lot, but that all of the sparking was between the synchroseal jaws. The instrument was in use for approximately 30 minutes. The customer also noted that the instrument did not ever grasp anything hard such as clips or staples. When the instrument was removed, it was reported that some of the "padding" on the jaws was missing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found the instrument to have thermal damage on the cut electrode located on the bottom jaw of the grip set. The instrument was tested for electrical continuity test and passed. Further investigation revealed the instrument cut electrode had some minor thermal damage. Log review confirmed one "cut electrode shorted" event, which likely corresponds to the thermal damage on the cut electrode. The cut electrode thermal damage is a byproduct of the bipolar cut function, and the instrument remained functional. Additionally, there are burn marks on the seal electrode that indicate the arc was contained within the instrument jaws. The wrist of the instrument was disassembled, and the jaw cover attachment features were still remaining in the wrist discs, and the jaw cover appears to have been forcibly removed. The jaw cover measured approximately 0.249" x 0.590" and was not returned with the instrument. No manufacturing defects or other damage was found.